Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation, the pulse generator exhibited far r wave oversensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.